Event description:
A surgeon reported an intraocular lens (iol) was exchanged with a monofocal lens due to the patient experiencing blurry vision and anisometropia. He further reported the patient was noted to have corneal astigmatism (tetometric) which disappeared after surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).